Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (18.0 mg/ml at 3.011 mg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the physician's assistant (pa) had a difficult time with the patient's last refill and used ultrasound for guidance. The pa reported to the managing hcp that possibly a hematoma was present which was the reason for the difficulty. The hcp suspected that the hematoma might have been caused by injections of the site for refills. The patient stated no change in their therapy, they were very happy with their therapy and they were only sore at the pocket site. There was no fever or discoloration of the skin at the pump site noted. The patient agreed with a pocket revision in order to cleanse the site. A pocket revision was performed on (B)(6) 2018. There was pus at the pocket site and a hematoma. Cultures were taken and the pocket was washed with antibiotics. The hcp decided to not explant the pump as the patient was asymptomatic. He was going to prescribe oral antibiotics and monitor the patient closely. No further complications were reported.